Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Event description:
It has been reported that the bd vacutainer® serum blood collection tubes has been found experiencing stoppers popping out of the tube during use. The following has been provided by the initial reporter: material no: 367812, batch no: 9003750. It was reported that the stopper has been popping off of the tubes. Event description per attached email states, "in our last few shipments of the vacutainers we have been noticing that quite a few of them has had the caps pop off and aren't as secure as they should be. We use them as an aliquot container and when the caps come off sometimes the patient samples spill out." "The current lot number that is giving us trouble is 9003750." Customer's response to third info request on related (B)(4) states: what date(s) did this occur? This has occurred on many dates as recent as yesterday on (B)(6). We noticed a large amount that happened on (B)(6) as we ran a large batch of samples that day. Are you aware of how many tubes were affected? I don¿t have an accurate value, but I would guess at about 10 tubes per package. Did any erroneous results occur as a result? There were no erroneous results reported. Was any medical intervention or other actions taken as a result? No. Was any staff exposed to blood? We mostly store plasma in the tubes and some of it has spilled on the bench top and on gloves. Are any images of the affected tubes available to aid in the investigation? I don¿t have any images available at this time as it is difficult to take pictures in the lab, due to contamination. Are any unused samples from the same lot available to be returned for investigation? Yes, we have several packages not opened that we are able to return.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tubes has been found experiencing stoppers popping out of the tube during use. The following has been provided by the initial reporter: material no: 367812 batch no: 9003750. It was reported that the stopper has been popping off of the tubes. Event description per attached email states, "in our last few shipments of the vacutainers we have been noticing that quite a few of them has had the caps pop off and aren't as secure as they should be. We use them as an aliquot container and when the caps come off sometimes the patient samples spill out." "The current lot number that is giving us trouble is 9003750." Customer's response to third info request on related pr (B)(4) states: what date(s) did this occur? This has occurred on many dates as recent as yesterday july 4th. We noticed a large amount that happened on june 13th as we ran a large batch of samples that day. Are you aware of how many tubes were affected? I don¿t have an accurate value, but I would guess at about 10 tubes per package. Did any erroneous results occur as a result? There were no erroneous results reported. Was any medical intervention or other actions taken as a result? No. Was any staff exposed to blood? We mostly store plasma in the tubes and some of it has spilled on the bench top and on gloves. Are any images of the affected tubes available to aid in the investigation? I don¿t have any images available at this time as it is difficult to take pictures in the lab, due to contamination. Are any unused samples from the same lot available to be returned for investigation? Yes, we have several packages not opened that we are able to return.